Event description:
Device showed eos on (B)(6) 2025. Patient refused home monitoring. In office check 6 months prior showed 14 percent battery remaining. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.